Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a homechoice cassette and the supply bag which resulted in leak; this was further described by the home patient (hp) as ¿4 minutes before the dwell ended, the hp heard a noise and fluid was all over the floor¿. This occurred while the patient was connected and during a dwell phase of peritoneal dialysis therapy. The hp reported that the connection was properly tightened before therapy started. The hp did not have trouble connecting initially and did not notice anything unusual about the connection during any other step. There was no patient injury or medical intervention associated with this event. No additional information is available.